Event description:
Product complaint rec'd from fmc facility. Complaint is internal "blood leak" of the dialyzer with first use. The blood leak alarm sounded and blood was visible in the dialysate. Volume of blood in dialyzer was discarded, estimated blood loss 100 ml. Dialysis restarted with another dialyzer and set up without further incident. There was no reported adverse effect to the pt and no medical intervention was necessary. MDR malfunction filed due to reported blood loss. 12/31/98 second request for pt info requested from facility (dir of nursing not available). 1/4/99 third request for info to process MDR. Complaint sample was discarded. Estimated blood loss confirmed at 100 ml. The dialyzer had not been processed prior to use. Hemoglobin and hematocrit were reported as stable for this pt.